Event description:
It was reported the patient has not been receiving stimulation for over a month and is unable to communicate with or charge his ipg. A replacement charger was unable to resolve the issue. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.